Manufacturer narrative:
The facility reported that one of the raytec sponges became separated from the rest of the sponge and was retained in the patient. Per the facility, at the end of a laparoscopic hysterectomy procedure, a count of the sponges was performed and the count was correct. The patient was scanned per facility procedure after the patient was closed, and a sponge was detected inside the patient. The surgical staff inspected all of the sponges and noticed a sponge was missing the green chip. The surgical staff then contacted the surgeon and the patient was reopened to retrieve the green chip. There was no injury noted to the patient however the surgeon reopened the surgical site to retrieve the green chip. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. A sample has not been returned for evaluation however, due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported a raytec sponge was retained within the surgical site.